Manufacturer narrative:
Apoc incident: # 862059 the investigation was completed on 26-aug-2021. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained testing met the acceptance criteria found in q04.01.003 rev. Ag, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for chem8+ cartridge lot h21080a.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2021, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant hematocrit results on a (B)(6) year old female patient with dehydration and diagnosed with upper gastrointestinal bleeding. There was no additional patient information available at the time of this report. Return product is not available for investigation. Method: I-stat, sample: a, collected: 09:44 , tested: 09:47, hct: 35% , hb: 11.9 g/dl. Method: dxh 800, sample: b , collected: 10:00 , tested: 10:18 , hct: 14.30% hb: 4.5 g/dl. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.